Event description:
It was reported that allegedly a pta balloon ruptured during dilation in the lower arm cephalic vein. The vessel was slightly tortuous and heavily calcified. The balloon was inflated twice to 30 atm for 60 seconds. The insertion site was the cephalic vein. The balloon was advanced through a 6f introducer sheath over an 0.035" guidewire. The rupture was observed at the tip of the balloon. An inflation device was used. The vessel was slightly ruptured upon the balloon rupture, however, the bleeding was stopped by applying pressure and the patient has recovered. No intervention was required and there was no adverse consequences to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has been returned and the investigation is currently underway.